Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient underwent revision surgery (date not reported), in order to have a magnet placed on the internal fixture, converting the patient to a percutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. Additional information has been requested but has not been made available as of the date of this report.